Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on a home choice (hc) device during initial drain. The patient was connected to the homechoice at the time of the alarm. The technical service representative explained the alarm and assisted the patient in clearing the alarm. During the troubleshooting, it was determined that the patient was not connected before initiating therapy but connected after the therapy was initiated. The patient was to start therapy over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, initiating therapy before connecting is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.